Event description:
The user facility reported that steam was escaping from the door of the sterilizer during a processing cycle subsequently setting off the fire alarm. The fire department was dispatched and the building was evacuated. No injuries to hospital staff or patients reported, patient procedures were delayed approximately 30 minutes and were completed successfully.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the door gasket was slightly compressed, likely due to the high usage of the unit. The door gasket being slightly compressed allowed the door switch to "turn" over sooner preventing a tight seal in the door which allowed steam to escape. The technician also noted that the operator did not properly secure the radial arm on the door when initiating a cycle. The technician adjusted the door switch and returned the unit to service; no further issues have been reported. The operator manual states (2-6), "to close and lock door from open position-swing door closed by hand and rotate handwheel clockwise as far as it will go using normal hand pressure." The sterilizer is under steris service contract and preventive maintenance was last performed on (B)(4) 2012. During this maintenance inspection the door gasket was replaced and the door switch setting was correct. Steris will conduct in-service training on (B)(4), 2012 on the proper use and operation of the sterilizer.